Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure)" was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The customer stated that they usually store the autopulse platform in the upright position on the interior ambulance patient compartment wall in a soft case and the platform was placed on a hard surface during the daily check. The fault 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours) or by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause fault 41 to appear. Upon visual inspection, unrelated to the reported complaint, noted the cracked front enclosure. The probable root cause for the observed physical damage could be due to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data review indicated fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor needs to be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed the fault 41 (patient temperature sensor failure) message. The customer was unable to clear the error. Per the reporter, the platform is secured upright to the interior ambulance patient compartment wall in a soft case supplied with the unit. The platform was placed on a hard surface during the daily check and battery replacement. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**